Event description:
Narrative from staff: resolution 360 clip 235cm x 2.8mm boston scientific. Opened 6 clips, only 2 fired correctly. Endo charge nurse came to or with more clips of a different lot #. All packages of faulty clips saved and given to endo charge desk.